Event description:
Hcp reported the patient presented with an increase in "spasticity in legs and hands." The patient was given a bolus and a dose increase. The patient was then treated by a neurologist for "ms" exacerbation." A pump study was performed with negative results. A routine pump refill had a pump volume discrepancy. The actual reservoir volume was higher than the expected volume. The pump was explanted and replaced in 2004. It was then returned to the manufacturer for analysis. The patient is reported to have recovered without sequela.